Event description:
It was reported that the patient had driveline communication fault (B)(6)2024 causing them to change to their backup system controller (B)(6). The event log files confirmed the reported driveline communication fault on (B)(6)2024 at 02:13. The driveline was disconnected at 02:19. The alarm did not recur after system controller (B)(6) was exchanged. The event log files on (B)(6)2024 reported that the driveline communication fault had resolved. The modular cable (B)(6) had no breaks in the covering/coating, but did have a kink about halfway down and was exchanged with the system controller (B)(6). A new backup system controller (B)(6) was issued. The patient also reported that they get small static shocks from their cable on the mobile power unit. The patient was educated on being environmentally conscious of static electricity, humidity, dryer sheets, and cotton sheets. All of the equipment was issued the date of implant and had been working as intended until (B)(6)2024. Otherwise, there were no other notable alarm conditions or parameter changes, and the ventricular assist device (vad) was functioning as intended. The patient reported to have a driveline power fault on (B)(6)2024. The patient changed to the backup system controller (B)(6) and the alarm reoccurred after three hours. The event log files captured driveline power fault alarms beginning at 11:44 pm on (B)(6)2024 while connected to (B)(6). The driveline was then disconnected at 11:50 pm. Following connection to the new system controller (B)(6) (time set at 12:21 am), the log files continued to capture driveline power fault alarms beginning at 3:14 am on (B)(6)2024 while connected to the new system controller (B)(6). There were no other unusual events recorded in the log file event history. The equipment was operating as intended. Pictures of the driveline/modular cable connection from (B)(6)2024 confirmed oxidation might have been causing the driveline fault alarms. A modular connector cleaning was requested to be scheduled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section e3: occupation corrected. Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following the reported event of driveline communication fault alarms. A log file was submitted (20241211_115350) and downloaded ((B)(4)) for review that showed overlapping data from the reported event date ((B)(6) 2024 per timestamp). At 02:13:42 on (B)(6) 2024 a driveline communication fault became active in association with a com a fault. Communication was not interrupted due to the built-in redundancy of two independent communication lines. This alarm persisted until the system controller was disconnected and shutdown at 02:23:51 on (B)(6) 2024. There were no other notable alarms or events active in the log file. The pump operated as intended for the duration of the log file. The system controller and returned modular cable were connected to a test power module, system monitor and mock loop and was functionally tested. The system controller was able to operate the system for an extended duration without any issues or alarms activating. The system controller functioned as intended throughout testing. The reported event of driveline communication fault alarms was isolated to the modular cable and pump cable and is further addressed via the modular cable and pump investigations. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.